Event description:
It was reported that during ruptured aneurysm procedure; the operator used the subject coil as the first coil. However, after about 1/4 of the coil went out of the microcatheter, the coil detached prematurely. The detached coil occluded the internal carotid artery (ica) and middle cerebral artery (mca). The operator tried to use multiple tools such as 6 stent retrievers, 2 snares and a filter wire to extract the subject coil but unsuccessfully as only fragments of the subject coil were coming out. The operator decided to stent the remaining part of the vessel to cover the loose floating coil. This resulted in 8 hours surgical delay. The patient experienced significant vascular occlusion, deficit and died.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The coil was used with a compatible microcatheter and was not advanced or retracted with force. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported events: ¿main coil prematurely detached/separated during use¿, ¿patient neurological deficit¿, ¿patient vessel occlusion¿, ¿patient death¿, ¿un-retrieved device fragments¿, ¿main coil broken/fractured during use¿.

Event description:
It was reported that during ruptured aneurysm procedure, the operator used the subject coil as the first coil. However, after about 1/4 of the coil went out of the microcatheter, the coil detached prematurely. The detached coil occluded the internal carotid artery (ica) and middle cerebral artery (mca). The operator tried to use multiple tools such as 6 stent retrievers, 2 snares and a filter wire to extract the subject coil but unsuccessfully as only fragments of the subject coil were coming out. The operator decided to stent the remaining part of the vessel to cover the loose floating coil. This resulted in 8 hours surgical delay. The patient experienced significant vascular occlusion, deficit and died.